Event description:
The hcp reported that the device was explanted. The device was returned to the manufacturer for analysis. Device was explanted due to battery depletion. Date of explant is unknown. The pump contained dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Device analysis revealed no anomaly found - normal device function. Final device analysis reveals no anomaly found - normal device function.